Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Caller reports patient had rfa done recently, unknown when. Caller reports since then, patient has been feeling burning / jolting sensation over the ins site when patient charges. Caller reports patient feels the burning / jolting sensation deeper under her skin. Patient did not turn off her stimulator when she had the rfa performed. Caller reports patient feels normal stimulation / normal buzzing sensation and same stimulation coverage, no intermittent stimulation or jolting during the day. Suggest assessing the ins pocket and pressing the stimulator with stimulation on/off

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.